Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus australia(oaz). Evaluation confirmed that foreign material was in the suction channel. Olympus requested the user facility to provide information on their reprocessing method, and it was unknown if the suction channel was brushed until any debris came out from the channel. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, the reported phenomenon could have been attributed to insufficient reprocessing deviated from the reprocessing method recommended by the instruction manual of the subject device.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign object came out from the suction channel of the subject device during incoming inspection for the repair at olympus australia. Accordingly the subject device was disinfected. There was no report of patient injury associated with this event.